Manufacturer narrative:
Device evaluated by MFR.: the unit returned presented the coil wire elongated and the core wire is exposed, as part of overall visual revision. The visual inspection was performed and the device returned severely damage. The distal end of the coilwire unraveled and the corewire fractured at the most distal part, next to the ballweld. All outer diameter measurements that could be taken met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during an unspecified procedure, a guidewire component separation occurred. The target lesion was located in an unspecified artery. A xch/035/260 (bx/5) amplatz super stiff guidewire was prepared without flushing the hoop and resistance was felt as the wire was being pulled out. The complaint device was pulled hard and it was noticed that the distal tip began to separate from the core wire. The procedure was completed with another of the same device. No patient complications were reported the patient status is fine.

Event description:
It was reported that during an unspecified procedure, a guidewire component separation occurred. The target lesion was located in an unspecified artery. A xch/035/260 (bx/5) amplatz super stiff guidewire was prepared without flushing the hoop and resistance was felt as the wire was being pulled out. The complaint device was pulled hard and it was noticed that the distal tip began to separate from the core wire. The procedure was completed with another of the same device. No patient complications were reported the patient status is fine.

Manufacturer narrative:
(B)(4).